Manufacturer narrative:
Date of report: 09jul2019. Date received by manufacturer: 08may2019. Data acquisition (da) printed circuit board assembly (pcba) was received for evaluation. There were no signs of damage or contamination during visual inspection. Da pcba was installed onto test ventilator in an attempt to report the duplicated problem. After testing, the reported problem was unable to be duplicated and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. The field service engineer (fse) evaluated the device. The reported condition was verified in the event log but could not be duplicated. The ventilator passed all testing. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) and ribbon cable as a precaution. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator generated a error relevant to a calibration error. It was reported that the event occurred during patient use. There was no patient harm as a result of the event. The event date was not specified; estimate used.